Manufacturer narrative:
Investigation: by checking the DHR of the lot number 19ag05c, no pre-existing anomalies were detected on all the pieces manufactured with this lot number. This is the first and only complaint received on this lot number. The instrument was not available to be inspected, therefore we cannot identify with certainty the root cause of the event. We can only speculate that when the surgeon was trying to reposition the cup, some debris has settled between the instrument and the cup, and this circumstance caused the instrument to become loose. Based on the few information received, we are not able to investigate further the event. However, we can state that: - no pre-existing anomaly was found by checking the manufacturing charts of the involved lot number and this is the only complaint received on this lot. Therefore, we have no evidence to consider the event as product related. Pms data according to our pms data, we can estimate the occurrence rate of this kind of malfunctioning of the instrument curved cup impactor to be (B)(4). Please note that this occurrence rate is overestimated because it does not consider the reuse of the instruments but only the total number of pieces manufactured. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
During hip surgery performed on (B)(6) 2020, the curved cup impactor (part code 9095.11.550, lot number 19ag05c) did not retain the cup while impacting. According to the complaint source, the cup was solidly locked onto the impactor during the first impact attempt but became loose when surgeon tried to reposition the cup, causing the cup to be inserted incorrectly. Surgeon had to explant the cup and reposition it. A screw was necessary to insure a tight fit in the acetabulum. It was reported that surgery was prolonged by about 20 minutes. Event happened in the united states.

Manufacturer narrative:
By checking the DHR of the lot # 19ag05c, no pre-existing anomalies were detected on all the pieces manufactured with this lot #. This is the first and only complaint received on this lot #. We will submit a final MDR once the investigation will be completed.

Event description:
During hip surgery performed on (B)(6) 2020, the curved cup impactor (product code 9095.11.550, lot# 19ag05c) did not retain the cup while impacting. According to the complaint source, the cup was solidly locked onto the impactor during the first impact attempt but became loose when surgeon tried to reposition the cup, causing the cup to be inserted incorrectly. Surgeon had to explant the cup and reposition it. A screw was necessary to insure a tight fit in the acetabulum. It was reported that surgery was prolonged of about 20 minutes. Event happened in the us.